Event description:
It was reported while using bd phaseal¿ spike connector (c180j) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that a spike without a membrane was used. The spike was attached to the infusion bag unaware that there was no membrane attached. It was not hd, but fluid did leak.

Manufacturer narrative:
Pr 8354373 follow up MDR for device evaluation: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled, therefore the system was open and leaked when used. A device history review was performed for lot 2202218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation, no damage or defects were observed and all membranes were verified to be properly assembled. A detection system is used to verify the proper welding and location of the membrane. The returned sample was placed in the line to challenge the detection system and was properly discarded. While we cannot identify a direct issue, it was determined this incident was likely related to an isolated issue, the detection system not properly detecting and rejecting the impacted piece at the time of manufacture. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence h3 other text : see manufacturer narrative.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that a spike without a membrane was used. The spike was attached to the infusion bag unaware that there was no membrane attached. It was not hd, but fluid did leak.